Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The replaced parts were returned to livanova (B)(4) for further evaluation. During evaluation, the issue was confirmed and was found to be caused by a non-conforming soldering joint on the processor board. No problem was identified with the lcd-display. This is a known issue and corrective actions have been implemented.

Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A distributor field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective touch screen and processor board. Both parts were replaced to solve the reported failure. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The replaced parts have been requested for return to livanova (B)(4) for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump did not work after a procedure. There was no report of patient injury.